Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they keep on seeing the message that the app has timed out and they keep increasing the setting so that patient feels the stimulation. Reviewed therapy information and general programming guidance. Reviewed general use of external devices. With instruction caller connected to implant and based on setting on initial program reviewed option to switch programs. Patient switched from program 1 to program 2 and increased setting to a comfortable level. Patient to monitor and track symptoms for at least a few days before making additional adjustments based on bladder symptoms. The patient mentioned related medical history. Patient said has nerve damage in their bladder.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.